Manufacturer narrative:
The sample was returned for evaluation, as well as, one (1) picture. The picture showed a top view of a product with a syringe connected, no occlusion was observed in the picture. The complainant returned sample was visually inspected at a distance of 12 in to 16 in under normal conditions of illumination. No occlusion nor obstructions were detected. The sample was tested with a syringe as in instructions for use (IFU) and no occlusion was detected, the water flowed through the whole device. Therefore, the complaint was not confirmed and no root cause could be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the customer performed a priming without problem and was able to confirm a blood return from the patient. However, upon flushing, he noticed that the medical fluid was unable to be infused. No patient injury was reported.